Event description:
It was reported that the battery gauge was intermittently fluctuating, resulting in the pump shutting down. Additionally, it was reported that the pump battery intermittently could not be charged. The customer continued to use the pump for insulin therapy. Customer's blood glucose ranged from 108-181 mg/dl.